Event description:
At routine lvad clinic visit found heartware controller date and time reset (1/1/00, 00:00) indicating problem with the internal battery. Controller exchanged per heartware recommendation.